Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Cls brevius kinectiv rasp size 8; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the "lat" inscription on the rasp straig.stem mod. Lat. 8.75 is very hard to be read.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: a trend was identified. A trend analysis has been initiated. Compatibility check the compatibility check could not be performed as only one product type was reported to us. The product compatibility check is not relevant for one product type only. Review of event description: it was reported that on the rasps the "lat" inscription was very hard to read, or not at all to be seen. There were in total 9 rasps (different models) reported to zimmer (B)(4) in this complaint. The actual device is not marketed in USA, but devices with similar characteristics of one of the rasp models (rasp straig. Stem mod. Lat. 8.75, ref# 05.95001.069) are marketed in USA. Visual examination: the nine complained rasps were not returned for investigation. Two pictures were available. The two pictures showed one rasp size 13.7 (ref. 01.00279.137) and one rasp size 10 (ref. 01.00279.100) still in the original untouched package. On the pictures only 2 rasps were present. Therefore seven rasps were not shown and could not be evaluated. On the rasps on the photo, the "lat" inscription is visible also through the original packaging. The "lat" marking is thin but is legible. For the other seven rasps, which are not shown in the picture, the alleged failure cannot be confirmed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).